Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber broke in the middle after one minute of use. Light leakage was observed at the break and the fiber had been burned through. The surgical non-woven pad had also been burned through. There were no injuries to any users/operators and there were no patient complications. It was noted that there was no resistance while advancing the fiber into the scope, and a fiber pole was used to keep the fiber clear of potential kinds and bends during the procedure. The fiber was replaced, and the procedure was completed using the second fiber.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.